Manufacturer narrative:
Of the 34 allegations of a malfunction, 24 pumps were returned to animas and investigated. Of the investigated pumps, 20 were found to be malfunctioning due to moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 34 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-77 years of age and between 40 and 190 pounds. Of the reported patients, 14 were male, 20 were female.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of power - moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 10 instances of power - moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.